Manufacturer narrative:
The complaint of infusion joint is not screwed tightly on item 011-c3300 cannot be confirmed since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact information: (B)(6).

Event description:
The event involved a microclave® connector where the customer reported that the infusion joint is not screwed tightly and when the nurse replaced the infusion joint to the patient, the screw was not tight, and the medicine leaked out, and the replacement of the new infusion joint was immediately stopped. There was patient involvement; but harm was not reported as a consequence of this event.